Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (straight luer with bd q-syte¿ luer access split septum) 24ga x 0.75in 0.7mm x 19mm. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (straight luer with bd q-syte¿ luer access split septum) 24ga x 0.75in 0.7mm x 19mm experienced leakage prior to use. The following information was provided by the initial reporter: during usage of 24ga pegasus, it's noticed that leakage.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (straight luer with bd q-syte¿ luer access split septum) 24ga x 0.75in 0.7mm x 19mm experienced leakage prior to use. The following information was provided by the initial reporter: during usage of 24ga pegasus, it's noticed that leakage.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A device history review was conducted for lot number 7349237. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.